Manufacturer narrative:
Failure analysis noted that the insulin pump was received with no button error alarms and there was intermittent button response due to moisture damage on the keypad trace. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed button error and that the customer was unable to clear the alarm. The customer's blood glucose reading was 60 mg/dl. The customer's wife stated that the button error alarm occurred right after the pump was exposed to moisture; which was sweat. The customer treated with juice and a cookie. At the end of the call, the customer's blood glucose levels had elevated to 177 mg/dl and over 200 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned and analysis was completed.